Manufacturer narrative:
Results: operational problem (inherent risk of procedure, patient condition contributed to event). Deformation problem (stent). Conclusion: known inherent risk (stent deformation). Device failure related to patient condition (99% stenosed with moderate calcification and excessive tortuosity). (B)(4).

Event description:
It is reported that an endeavor resolute drug-eluting stent was being used to treat a lesion in the rca. The lesion was 99% stenosed with moderate calcification and excessive tortuosity. The device was removed from packaging, prepped and inspected prior to use with no issues noted. The lesion was pre-dilated twice up to 12 atms. The device was unable to cross the lesion. Resistance was not encountered and excessive force was not used. On removal of the device it was noticed that the stent struts were deformed. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury. Device evaluation: the stent had deformed struts from the 4th to the 9th distal stent segments. There was no other damage noted to the device. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.